Manufacturer narrative:
The customer's comment of run on could not be duplicated. However, upon disassembly for visual inspection corrosion was found on the sockets. The tps flex assembly was cracking and the socket screw was broken in the handle.

Event description:
It was reported that during a case the core universal driver continued to run when the trigger was no longer activated. There was no patient or user injury reported and no adverse consequences alleged with this event.